Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected, failed battery and replace battery now alarms. The customer¿s blood glucose level was unknown. It was reported that the customer was treated with manual injection for high blood glucose. The customer declined troubleshoot for high blood glucose level. Customer stated that they had a message at the top battery error detected and the delivery had stopped which happened three times. The pump also alarmed replace battery now. Customer stated that they did not received frequent battery failed alarms and alarm was not cleared before inserting battery. The customer was advised to monitor the pump. The customer was advised to monitor pump and if battery error occurs to call back at the time to be able to further troubleshoot. The insulin pump will not be returned for analysis.